Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 6. The ultrafiltration volume was 1203ml. This volume meets baxter's iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to a reload the set (rls) 152 alarm. The device passed all testing pertaining to temperature and accuracy. The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain; one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the previous service record, shows the device passed all required tests and calibrations prior to its release from the (B)(4) facility and no issues were identified that may have contributed to the issue of the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).